Manufacturer narrative:
On 14-aug-2023, the mentor failure analysis lab received the device for evaluation. On 15-aug-2023, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient underwent an implant exchange. The product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and it was received incomplete. A microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell, this confirms the report by the physician, which mention that the implant was damaged to measure volume. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additionally, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 18-jul-2023, mentor received additional information about the event: an updated explantation date ((B)(6) 2023) was reported. The patient¿s explanted breast prostheses were replaced with mentor memorygel boost breast implant 430cc gel breast prostheses. It was initially reported that the patient¿s right breast prosthesis deflated. New information received states that the right breast prosthesis was removed intact and that the left breast prosthesis was deflated. This report is for the patient¿s right breast prosthesis. Block b1 ¿is product problem¿ no longer applies to this report nor does h6 medical device problem code material rupture (a0412). On 25-jul-2023, mentor received additional information about the event. The suspect medical device is a mentor smooth round moderate profile 300cc saline breast prosthesis, catalog #3501645, lot #269463, UDI #(B)(4), PMA #(B)(4). A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: left breast capsular contracture, right breast prosthesis deflation. D6b explantation month, day, and year: 09-aug-2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 62-year-old caucasian female patient underwent an unspecified breast surgery with unspecified mentor saline breast prostheses when the right breast prosthesis deflated post implantation. Additionally, the patient developed baker grade IV capsular contracture in her left breast post implantation. The issues were diagnosed via a physical exam. As a result, the patient is scheduled to undergo bilateral explantation on (B)(6) 2023. This medwatch report is for the patient¿s right breast prosthesis.